Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device has ben requested but not yet received. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: "information on screen dashed out. Clinician observed clot at arterial outlet."(B)(4).

Manufacturer narrative:
The product was visual inspected in the lab of the manufacturer. Some clotted areas were visible on the blood outlet side. No other abnormalities were detected. Thus the reported failure "clot at arterial side" could be confirmed. Affected product: basic lot 70115133 and packaging lot 70116163 (serial number (B)(4)). The avz from (B)(4) was reviewed on 2017-10-12. There were no references found, which are indicating a nonconformance of the product in question. Additionally a review of the weekly performance monitoring according to (B)(4) has been reviewed (dms# (B)(4)), the performance tests passed the acceptance criteria. Since the reported failure did not contribute to a death or serious injury and no systemic issue could be determined no corrective action is needed at this time. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).